Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that this complaint is made on the recommendation to document off-label use by the knee revision system surgeon. The surgeon underwent a revision surgery on monday, in which the infection rates in the tests performed were not at the levels expected by the doctor. Given these results, the surgeon decided to leave the trials of femur, gown and stem in the patient temporarily paralog be withdrawn on (B)(6) and place the final implant. Preventing any claim that may arise later will proceed to document the event.